Event description:
Caller reported that a malfunction occurred on the pump leading to a high blood glucose level, with the specific value unknown but noted as "high." Customer took corrective action by performing a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.